Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The triclip steerable guide catheter (tgsc) was inserted without issues. However, while inserting the triclip delivery system (tcds), air was observed in the chamber of the tgsc. Troubleshooting was performed, but the issue was not resolved; therefore, both devices were removed. The tsgc was tested and functioned properly. The tsgc was reinserted into the anatomy, but when inserting the tcds, air again entered the chamber. After examination of the tcds, a small leak was observed on the base of the stopcock threat on the clip introducer (ci). The tcds was replaced and a new one was used with the same tsgc without issues. The one clip was implanted, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leak was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.